Event description:
It was reported that the patient presented to the emergency room complaining of hypertension. A transmission observed the right atrial (ra) lead with questionable loss of capture and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.